Event description:
Customer reported that the buttons on the insulin pump were responding with a delay or not at all. Customer stated that the insulin pump had recently been exposed to rain. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.